Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed and unable to be recovered. A field service engineer (fse) powered off the pyxis, opened the back of the auxiliary unit, removed and inspected drawer 6, and found that the inseparable latch was missing the magnet. The fse replaced the inseparable latch, reinstalled the full height drawer, powered on the pyxis, and returned the system to the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height cubie drawer 6 had failed to open and was unable to be recovered, which located on fmc 7w1. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.